Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the device was evaluated by a zoll approved service provider. The evaluation confirmed the reported issue that the unit was stuck on a black screen and emitting a beeping sound. Upon evaluation, the root cause was identified to the defective usb port. A visual inspection revealed a short circuit beneath the usb port pins. To resolve the issue, it was recommended to replace the mainboard.